Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This pacemaker was subsequently explanted. Another pacemaker was implanted to complete this procedure. This device was returned for analysis. No additional adverse patient effects were reported.